Event description:
It was reported post-implant a laparoscopic gastric band procedure, the patient presented with complaints of no restriction. A fluoroscopy was done and the surgeon could not identify a problem. A laparoscopic surgery was performed and the buckle on the band had broken. The band was no longer fastened around the stomach. The band was removed and replaced with another band. There were no patient complications .

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.